Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent incomplete bolus alerts occurred although the customer was not interacting with the pump. Tandem technical support made multiple follow up attempts with customer to upload customer's pump data; however, customer was unable to upload data. Customer's blood glucose level was 313 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.